Event description:
It was reported that (1) device was used during a gastric exclusion. It was reported by the rep that the tlc10 instrument was fired and the staples on the left side of the cut line, at the distal end, were unformed. The surgeon oversewed to complete the case. No further consequence to the pt.